Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact did not observe drops of insulin exit the customer's infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 152 mg/dl. Reportedly, the contact changed all supplies and was able to resume insulin delivery.